Manufacturer narrative:
Concomitant medical products: product ID :3889-28, lot#: va24utg, implanted:( B)(6) 2020, explanted: product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 21-dec-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their communicator will not hold a charge. While describing placing their communicator over their ins, pt stated their device moves a bit so they can feel it. Pt stated they could feel their device moving from their doi, (B)(6) 2020. Pt stated their hcp is aware of this issue and pt underwent a revision for this issue and to have their lead replaced last summer. Pt confirmed the date was on (B)(6) 2021. No further action was taken by patient services. No symptoms were reported.